Event description:
Incorrect sodium result released. A sodium result was reported as high at 151. The md called the lab questioning the result. A repeat specimen obtained and was within the normal limits of 138. It was then discovered that there was an issue with the instrument and the initial result was corrected. There were a total of seven patients that had incorrect sodium results posted and then corrected that same day. The other six were outpatients that were corrected within 14 minutes to 3 hours and no patient care decisions were made on any of those patients. None of the patients had labs repeated. All the initial results that were high (149-153) were corrected with all results being within normal limits (136-141). The difference between the initial and corrected results ranged from 10 to 16 points. The lab had been complying with all recommendations and requirements related to maintenance of the electrode module that had been released over the past several months by beckman and the FDA.